Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured but a location could not be determined due to explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: s2088tc lead, implanted (B)(6) 2015; a2dr01 ipg, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an e.coli infection and their transvenous pacing system was explanted and replaced. During the explant procedure the right atrial (ra) lead broke. The remaining piece of the ra lead will be removed during a scheduled open heart surgery procedure. No further patient complications have been reported as a result of this event.